Manufacturer narrative:
Patient city: (B)(6), patient country: sweden. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that, the patient was hospitalized due to low blood glucose level of 2.2 mmol on (B)(6) 2024. The patient had not woken up since hospitalized. The patient took carbs and the glucose level dropped for which ambulance was called. No further information available.